Event description:
Our sales rep reported a 2.5 mm hex driver broke as the surgeon was inserting a screw into the patient's tibia during a knee procedure. Less than half of the screw had been inserted into the patient when the driver broke, and the broken tip was lodged in the screw head. The surgeon removed the broken piece of driver and used another type of driver to complete the procedure with no harm or consequence to the patient.

Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.